Event description:
It was reported that the patient died. The patient was admitted to the hospital with chest heaviness and problems breathing. A synergy xd mr ous 3.50 x 48mm was selected for treatment of the target lesion, which was located in the proximal to mid left anterior descending artery (lad). A non-boston scientific stent was placed in the left circumflex artery (lcx). During the procedure the patient experienced episodes of ventricular fibrillation and ventricular tachycardia, but the procedure was able to be completed successfully. After this, the patient was moved to a coronary care unit. Afterwards, the patient experienced sudden cardiac arrest. An electrocardiogram showed ventricular fibrillation, and a direct current shock was given. Cardiopulmonary resuscitation was performed for 45 minutes; however, the patient had died.